Event description:
Device 3 of 3. Reference MFR reports: 1627487-2013-02989 and 1627487-2013-02990. It was reported diagnostic testing revealed low impedance readings on 8 lead contacts. X-rays showed no anomalies with the system. It was also reported the pt was barely able to feel stimulation at an amplitude of 25 ma. The pt will see her physician to discuss the next course of action. As the affected lead is unknown, all possible lots are being reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.